Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reau1309 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that leakage from the catheter occurred. No reported patient harm.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 2 fr single lumen per-q-cath and t-lock with a detached stylet were returned for evaluation. An initial visual observation showed blood residue on the strain relief near the hub of the catheter. The distal end of the stylet was observed to be curved. The catheter was observed to have a wave-like shape throughout the majority its length which is evidence of bunching of the catheter, most-likely during stylet removal. The sample exhibited tensile weakness throughout most of the length of the catheter. The sample was flushed with a 12 ml syringe of water and multiple leaks were observed about 12.5 cm distal to the distal end of the strain relief. A microscopic observation revealed multiple slit-like holes in the catheter. The holes were observed to be straight with slightly jagged edges. The location, shape, and number of the holes in the catheter as well as the evidence of bunching of the catheter observed are indications of stylet damage. As a note, the product IFU states: ¿preflush catheter with sterile normal saline or heparinized saline to wet hydrophilic stylet¿ and ¿slowly remove the t-lock and stylet. Caution: never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed.¿ a lot history review (lhr) of reau1309 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that leakage from the catheter occurred. No reported patient harm.